Manufacturer narrative:
Block h2: additional information received on (B)(6), 2021 stating that this event is a duplicate of report 3005099803-2021-03165. Block h6: device code a0401 captures the reportable event of "wire of the basket was torn". Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2021. During the procedure, while using the device to remove a stone from the ureter, the device tore. Another segura basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2021. During the procedure, while using the device to remove a stone from the ureter, the device tore. Another segura basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.